Manufacturer narrative:
Other, other text: one pneupac ventilators parapac was returned for analysis undamaged. The tamper seal was observed to be intact and the unit was undamaged. The high-pressure led was noted to blink, but the audio alarm remained silent after encountering an occlusion. Based on the evidence, the complaint was confirmed. However, the root cause is unknown. It is thought that the root cause may be due to a faulty alarm reed.

Event description:
Information was received indicating that the high-pressure alarm to a smiths medical pneupac parapac ventilator was reported to not go off. There were no reported adverse effects.